Event description:
It was reported that, during an open reduction and internal fixation to the right shoulder, while using evos small 2.5mm drill w/ao qc long, it broke off in humeral head. A clinical decision was made to leave the drill bit in place. It is unknown how surgery was resumed and if there was any delay in consequence.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H6: health effect - impact code. Uf/importer report #: 4100070000-2022-8070. Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a surgeon was using a drill during the right shoulder orif. The drill bit broke off in the humeral head during use. The clinical decision was made to leave the drill bit in place. The chemical makeup of the drill bit is the common 17.4 medical stainless steel and is not intended for long term implantation. As of the date of this medical investigation, the requested clinical documentation has not been received. It has been communicated that not further information is available, therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code